Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the physician had difficulty placing the right ventricular (rv) lead during implant. The rv lead had high threshold and undersensing occurred while attempting the implant. The physician removed the lead and implanted a new rv lead. No patient complications have been reported as a result of this event.